Event description:
The reporter stated that they did back to back blood glucose results tests, using different finger sticks, 2 minutes apart. Pt's meter readings were 124 and 224 mg/dl. They did not have any symptoms. A control solution test was in range, 123 (88-132). No harm was alleged.